Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperthyroidism, hypertension, weakness, uterine bleeding, vaginal odor and gastric ulcer. Concurrent conditions included dizziness, vomiting, nose bleeds and nausea. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced dyspareunia ("chronic pain with intercourse / dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("depression") and anxiety ("anxiety / mental anguish"), 14 days after insertion of essure. On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("irregular vaginal bleeding / abnormal bleeding (vaginal)"), hyperthyroidism ("hyperthyroidism"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain"), genital haemorrhage ("gen.abnormal bleeding"), autoimmune disorder ("autoimmne disorder") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the vaginal haemorrhage, dyspareunia, hyperthyroidism, menorrhagia, dysmenorrhoea, fatigue, migraine, headache, depression, anxiety, weight increased, back pain, autoimmune disorder and post procedural complication outcome was unknown. The reporter considered anxiety, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hyperthyroidism, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left side- 4 trailing coils, right side-6 trailing coil. Treatment received for pelvic pain, gen.abnormal bleeding, psych injury, autoimmune disorder. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. New events added: post removal complications, gen abnormal bleeding, autoimmune disorder. Previously added events pelvic pain was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperthyroidism, hypertension, weakness, uterine bleeding, vaginal odor and gastric ulcer. Concurrent conditions included dizziness, vomiting, nose bleeds and nausea. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced dyspareunia ("chronic pain with intercourse / dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("depression") and anxiety ("anxiety / mental anguish"), 14 days after insertion of essure. On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("irregular vaginal bleeding / abnormal bleeding (vaginal)"), hyperthyroidism ("hyperthyroidism"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and back pain ("lower back pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, dyspareunia, hyperthyroidism, menorrhagia, dysmenorrhoea, fatigue, migraine, headache, depression, anxiety, weight increased and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hyperthyroidism, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left side- 4 trailing coils, right side-6 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/ sqm. Hysterosalpingogram - on (B)(6) 2017: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received. The case become serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperthyroidism, hypertension, weakness, uterine bleeding, vaginal odor and gastric ulcer. Concurrent conditions included dizziness, vomiting, nose bleeds and nausea. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced dyspareunia ("chronic pain with intercourse / dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("depression") and anxiety ("anxiety / mental anguish"), 14 days after insertion of essure. On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("irregular vaginal bleeding / abnormal bleeding (vaginal)"), hyperthyroidism ("hyperthyroidism"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and back pain ("lower back pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, dyspareunia, hyperthyroidism, menorrhagia, dysmenorrhoea, fatigue, migraine, headache, depression, anxiety, weight increased and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hyperthyroidism, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left side- 4 trailing coils, right side-6 trailing coil diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.